Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you identify the lot number of the product that was used? No please clarify how the procedure was complete? Change another one please provide procedure name and date inguinal hernia/ 11/02.

Event description:
It was reported that a patient underwent an inguinal hernia repair procedure on (B)(6) 2020 and the mesh was used. It was reported that it was broken at the connection. Another like device was used to complete the procedure. There were no adverse patient consequence reported.